Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of noise was confirmed after reviewing stored electrograms in the laboratory. The device was tested manually on the bench and using automated testing equipment. No anomalies were found. It is believed that the cause of the reported noise may have been due to a header connection issue.

Event description:
It was reported that during a follow-up visit, aborted therapies were noted due to ventricular noise. No inappropriate therapies were delivered. The competitors lead uncoiled during surgery and all measurements were back in range. The device and lead were explanted and replaced.